Event description:
It was reported that (1) 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the small white gasket fell off the 5mm trocar. Another trocar was used to finish the case. There was no consequence to pt.

Event description:
10/23/2000 twenty seven devices were returned on this complaint. Only (3) devices were found to be reportable.